Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject programmer suddenly shuts down or becomes stuck in boot loop upon attempt to restart it.

Event description:
Reportedly, the subject programmer suddenly shuts down or becomes stuck in boot loop upon attempt to restart it.